Event description:
It was reported via repair work order that the power cord inlet filter was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion : customer to perform own repairs.